Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of a diagnostic radial endobronchial ultrasound, a small gray item was retrieved from the patients lung. There were no reports of patient harm.

Event description:
It was additionally reported that there was a delay of less than 30 minutes. The fallen piece was retrieved with the same device. There is no information on what was used to retrieve the item. It was confirmed that the item was removed safely from the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information in d8, h4 & h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.